Event description:
It was reported that the both monitors on the 2800 system were blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor power supply was repaired during the service call. The system was tested and found to be working as intended and put back into service.